Event description:
It was reported that, this pacemaker was found to be operation in safety mode, and it was not able to be interrogated. Premature battery depletion (pbd) is suspected. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.